Manufacturer narrative:
Samples received: 1 open and used pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.87 kgf in average and 1.48 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "after a caesarean procedure the thread detached from the needle during the intradermal suture." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.